Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had been chronic antibiotics for a driveline infection. The most recent wound culture was performed on (B)(6) 2021 and grew achromobacter species and corynebacterium jeikeium. The patient received 600mg of linezolid and 1 tablet of bactrim ds (trimethoprim/sulfamethoxazole) twice daily and was planned for 14 days. Due to persistent purulence, treatment was extended until (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.